Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient is a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) had emitted a ten second solid tone upon placing the programmer wand onto the device. The tone did not match any of the known alert tones and it is not clear what caused the tone. The right ventricular (rv) lead had triggered a lead integrity alert (lia) with sensing integrity counter (sic), and high rate non-sustained episodes. Additionally, alerts were triggered for high pacing impedance, noise and the patient received an inappropriate therapy. A lead fracture is suspected. Reprogramming was completed and eventually the lead was capped and replaced. No further patient complications have been reported as a result of this event.